Manufacturer narrative:
Combination product: yes.

Event description:
Right atrial oversensing was noted. The patient is being managed with follow-up observation at this time. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of june 2025 and 24th of december 2025 recorded a gradually rising pacing impedance from initially 750 ohms to 1,200 ohms. Furthermore, a stable shock impedance of 85 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the atrial and ff channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.